Event description:
It was reported that pump displayed a malfunction alarm with code malf 0, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset procedure, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction alarm appeared again.